Manufacturer narrative:
During the eval of the device at a third party service ctr, a failure of the device's power supply was observed. The device's power supply was replaced to address the issue.

Event description:
The MFR received info alleging an issue with a ventilator's power supply. There was no harm or injury reported.